Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. Reportedly, the infection originated somewhere else in the body. Additional information received indicates that the device had product performance issue. However, the field representative validated that the device was explanted due to infection. There were no additional adverse patient effects reported. The crt-d was explanted.